Manufacturer narrative:
Concomitant medical product: covidien material number (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the nicu IV, a leak occurred at connection of the product and a sl neo PICC. The line was clamped with gauze and a cl clamp and the fluids were stopped. There was no patient harm.

Event description:
The customer reported that in the nicu IV, a leak occurred at connection of the product and a sl neo PICC. The line was clamped with gauze and a cl clamp and the fluids were stopped. There was no patient harm.

Manufacturer narrative:
The customer¿s report that a leak occurred at the connection of the product and a PICC line was confirmed. No anomalies were observed on the set during visual inspection. Functional testing was performed; the set leaked at the engagement between the maxzero and the PICC line. Closer inspection of the engagement showed that there was a loose connection. After tightening the connection no leaks were observed at that engagement or anywhere else throughout the set. The root cause of the customer¿s experience was a loose connection between the maxzero and the PICC line.

Event description:
The customer reported that in the nicu IV, a leak occurred at connection of the product and a sl neo PICC. The line was clamped with gauze and a cl clamp and the fluids were stopped. There was no patient harm.